Event description:
An ophthalmic surgeon reported that aspiration failure occurred during a cataract procedure. The surgery was completed after replacing the product. There was no harm to the patient. Additional information has been request.

Manufacturer narrative:
A product sample was requested; however, it has not yet been received by the manufacturer. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).